Manufacturer narrative:
This report is submitted on march 15, 2024.

Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2024, as the patient is a non-user and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct patient date of birth is (B)(6) 2000; not (B)(6) 2000 as previously reported. Device analysis report attached. This report is submitted on april 4, 2024.